Event description:
The customer reported problems with interpreting the fetal monitor's traces, which may have factored in an undesirable outcome.

Manufacturer narrative:
Based on the available info at the time of this report, we cannot confirm that the device was a factor in the incident. Philips is in the process obtaining add'l info regarding this issue, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.